Event description:
The recipient is reportedly experiencing pain with and without device use. The recipient is refusing to wear the device. The recipient had a spinal tap which was negative. The recipient is on 3 antibiotics and an anti fungal. A CT scan revealed no abnormalities. An otoscopy and tympanometry were performed and were normal.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain has resolved. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.1, d.4, d.6a, d.6b, h.10. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.